Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 30 mg/dl. The customer reported sensor failed with a day and sixteen hours left, received change sensor. The customer states the sensor came out while he was working. The customer had no symptoms. The customer treat for the low blood glucose level by shutting off the insulin pump and eating something. The current blood glucose level was 121 mg/dl. The customer declined troubleshooting the issues. The infusion set will be returned for analysis.